Event description:
After vt (ventricular tachycardia) ablation procedure with a qdot micro¿ catheter, the patient experienced stopped av (atrioventricular) conduction. The report indicated that six months after the index ablation procedure with qdot catheter, the patient experienced lipv (left inferior pulmonary vein) stenosis confirmed with CT (computed tomography) scan. The patient was under follow-up observation. The physician assessment of the health hazard was serious. No extended hospitalization. The physician's opinion on the relationship between the event and the product was that this event was caused by ablation inside the pv (pulmonary vein). The relationship with the product was unclear. The methods of cf (contact force) monitoring were dashboard, vector, and visitag. The coloring settings for visitag was tag index. The visitag additional filter was fot (force over time). No abnormalities observed prior/during use of the product. Thee procedure was completed was none in particular. This adverse event was discovered post use of biosense webster products. Ngen generator/pump was used for this procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31498080l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).